Manufacturer narrative:
Other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a minor crack in the return tube. Functional testing found the thermistor was malfunctioning. The root cause of the reported issue was found to be a malfunctioning thermistor. Replaced thermistor: measured temperature was 41.7c degrees which is within tolerance. Device passed all functional and electrical tests.

Event description:
It was reported the device gave an over temperature alarm following service. The issue was detected during testing with no patient involved.